Event description:
Staff made manager aware of a broken anti-reflux valve for a salem sump. Was not used with a patient. Staff stated that this is the third valve that has broken. Manufacturer response for salem sump anti-reflux valve, salem (per site reporter): reviewing.